Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this device was not communicating with the remote monitoring system. A review of the remote monitoring data showed that the device had 2.5 years remaining after being implanted for four months ago. A review of the data by engineering noted that the device was likely malfunctioning and was consuming three times the expected power consumption. A device replacement recommendation was discussed. No adverse patient effects were reported. Additional information noted that a follow up took place and during interrogation of this device safety mode was noted. The device was replaced and will be returned.

Event description:
It was reported that this device was not communicating with the remote monitoring system. A review of the remote monitoring data showed that the device had 2.5 years remaining after being implanted for four months ago. A review of the data by engineering noted that the device was likely malfunctioning and was consuming three times the expected power consumption. A device replacement recommendation was discussed. No adverse patient effects were reported. Additional information noted that a follow up took place and during interrogation of this device safety mode was noted. The device was replaced and will be returned. Additional information noted that the device was lost by the transporter and thus will not be returned for analysis.

Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.